Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reports a false positive result with the ID now covid-19 assay, performed on an unknown date, using an unspecified sample type. Technical services (ts) reached out to the customer for additional information regarding this reported event. The customer confirmed to ts that proper instrument cleaning protocol has been performed and no further issues were reported. No additional patient information, including treatment and outcome, was provided.